Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: per wi-3430, a mre is unlikely to add value to the complaint investigation regarding an allegation of pain even when other reports are identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cornelius burger; logan public hospital 17.9.2020; total hip replacement (primary to revision). Patient received primary hip replacement due to osteoarthritis in 2015 (exact date unknown). Revision surgery required as patient presented with pain (~12 months ago). X-ray showed that head/stem had migrated superiorly in related to expected cor in cup. During revision procedure surgeon performed debridement of tissue affected by metallosis. Once within joint space the liner was found to have disassociated from it's designed position and the ceramic head had worn away a portion of the pinnacle shell and caused damage to the hex insert of the single screw. The head, screw and cup were explanted, the surgeon deemed the stem (corail size 10/135deg std offset w collar) as stable and opted to leave it in-situ. Further debridement of tissue was performed along with a wash-out of the joint space. A 52mm gription multihole pinnacle shell (x4, 6.5mm screws & hole eliminator), 20mm 50/52 gription tf augment (x4, 5.5mm locking screws) and 5cc of dbx putty was used to treat the acetabular defect and a 32/52mm lipped liner with 32mm +5 articuleze head was used to complete the procedure. Female patient ID (B)(6), initials (B)(6)., aged between 65 - 75 years, weight (B)(6) kg, height: 160cm.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d4 (lot), d6, h4. Corrected: d11. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.